Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (curity, btr). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the endotracheal tube's cuff had an air leakage that caused some oxygen to leak out of the airway, making it difficult to accurately control the inhaled oxygen concentration, and the patient's actual ventilation volume was reduced. New endotracheal tube was re-intubated, and the patient's breathing was observed to be stable, and the heart rate, blood pressure, and blood oxygen saturation showed normal.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.